Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer also reported reusing cartridges. Tandem customer technical support informed customer that is off-label per the user guide. Customer resumed insulin delivery. Customer's blood glucose was 285 mg/dl.